Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and the product release decision control sheet from the involved product code/lot number combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the sheath broke when using the involved glidesheath slender. The procedure being performed was an arteriovenous fistula on a hemodialysis patient; to treat a clogged fistula. Passing of the glide and the balloon (dorado 9.0 x 40 mm) into the fistula was without problem. After inflation of the balloon, breakage of the glide and the balloon into the fistula. All the devices were removed by lasso. The procedure outcome was reported to be unknown. It was reported that there was no clinical consequence to the patient.

Manufacturer narrative:
Visual inspection upon receipt revealed that the sheath tube was in the state of being inserted over a competitor's balloon catheter. An attempt was made to withdraw the balloon catheter from the sheath tube. The balloon catheter could not be removed from the sheath tube. According to the specifications of this product, the length of the sheath tube should be 100mm. The length of the sheath tube of the actual sample was found to be approximately 50mm, being shorter than that of the normal product by approximately 50mm. X-ray fluoroscopic inspection revealed the followings. The sheath tube had been deformed into the accordion-like shape inside the supportive component. Inside the housing, the sheath tube had been pulled back through the caulking pin, protruding from it to the cross-cut valve side. The sheath tube was cut open on the segment in which the balloon catheter was blocked and the balloon catheter was taken out of the sheath tube for further inspection. The findings below were obtained. The rewrapped balloon had been unraveled. The shaft at the proximal end of the balloon had been stretched and deformed. The sheath tube was cut vertically and the cut cross-section was inspected under magnification. No anomaly, such as distorted tube shape, was found. Subsequently, the outside and inside diameters were measured and confirmed to be within the manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. From the investigation result, the scenario below can be inferred. The competitor's balloon catheter was trapped in the actual sample due to some factor(s). The unraveling of the rewrapped balloon could be a cause of the trap. With no technical information about the competitor's balloon catheter available, however, this assumption is only conjecture. In the state where the competitor's balloon catheter being trapped in the actual sample, the balloon catheter was pulled back, when the sheath tube of the actual sample was pulled together with the balloon catheter. As the result, the sheath tube got deformed with a part of the tube pulled back inside the housing through the caulking pin. At the same time, the shaft of the competitor's balloon catheter was stretched on the segment at the proximal end of the balloon. Terumo 6fr. Glidesheath slender is the product with the design concept of the sheath applicable to a guiding catheter with the outside diameter applicable to the 6fr. Glidesheath, with the outside diameter of the 5fr. Glidesheath maintained. Based on this design concept, the sheath tube of this product is made of the same tube material for the 5fr. Glidesheath with the wall thickness thinner than that of the tube for 5fr. Glidesheath. Therefore, when the kink resistance of the 6fr. Glidesheath slender is compared with that of the 6fr. Glide sheath, it is not avoidable that the 6fr. Glidesheath slender is prone to get kinked more easily. The IFU states: "do not manipulate intraluminal devices if any resistance is met. Failure to exercise proper caution may lead to deformation of the sheath tube due to its thin wall, resulting in damage to the vessel."